Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an af ablation procedure, saline leaked from the handle of the therapy cool path catheter. The catheter was replaced and the procedure was successfully completed with no consequences to the pt.